Event description:
Customer reported that she has been receiving no delivery alarms. Customer tried to prime and insulin does not exit. Customer changed out the infusion set and reservoirs twice. She stated that changing the reservoirs helped deliver 1 bolus but then it alarm again. Customer was advised to disconnect at quick release and perform fixed prime; insulin did exit. Customer was then instructed to disconnect and reconnect the reservoir and infusion set; insulin exits with the manual prime. After troubleshoot was completed, the insulin pump alarmed no delivery. She was advised to get new insulin. Blood glucose value is 388 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.